Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tka surgery for knee osteoarthritis was performed on (B)(6) 2017. During the surgery, the attune mb tibial impactor (part#254401004) got broken when impacting tibial component (part#: unk). There are no broken parts found inside the body. The surgery was proceeded as usual and was successfully done with a one-minute delay. There was no adverse consequence to the patient.

Manufacturer narrative:
The tka surgery for knee osteoarthritis was performed on (B)(6) 2017. During the surgery, the attune mb tibial impactor (part#254401004) got broken when impacting tibial component (part#: unk). There are no broken parts found inside the body. The surgery was proceeded as usual and was successfully done with a one-minute delay. There was no adverse consequence to the patient. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.